Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the display went black while monitoring a patient. The device was in clinical use at the time of the event, however, there was no harm or injury reported to philips. The device was evaluated by the customer only. There was no further information regarding the tests the customer performed, and how the customer determined the cause. However, the customer confirmed that the device display was defective. The device was fully functional after repairing the display by a third party. Based on the information available and the testing conducted, the cause of the reported problem was a defective display. The reported problem was confirmed. The device was operational after repairs were completed. The device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address: (B)(6). H3 other text : third party repair.